Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed away with an unknown cause of death. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated at the clinic post-mortem, however, the physician was unable to determine the details of the episodes prior to the patient's death. The physician noted the device did not keep detailed information on the episodes and requested analysis of the device to determine if the device had functioned appropriately during the episode.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.